Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump under delivering insulin. The customer's blood glucose was 385 mg/dl. The customer treated high blood glucose with manual injection. The customer alleged under delivery on insulin pump because his blood glucose was kept rise up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.